Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint which indicates that the customer received (B)(6), which was addressed issue for internal paddle could not be recognized by device. The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse confirmed that the customer requires for replacement internal paddle. The customer will be arranged replacement internal paddle once material available. The device remains at the customer site and no further action is required at this time. H3 other text : the customer called and spoke with a philips remote service engineer.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint indicates that when the surgeon decides to make a shock to 10 joules with the internal pallets still under cec but depressed. At this time, during the delivery of the shock, the defibrillator cancels the shock twice. The procedure continued by using another set of internal paddle. No patient harm reported. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This emdr follow up is submitted due to investigation update.

Event description:
It was reported the internal paddle needs replacement. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.